Event description:
Customer reported that the numbers on the screen of the insulin pump are scrolling when trying to deliver a bolus and the buttons are sticking. Blood glucose value is 87 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The down arrow button did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corners.